Manufacturer narrative:
Additional information is provided in sections d.10, g.1, g.2, h.3, h.6 and h.10. One opened knife sample was received in a blister for the report of being blunt. The returned sample was visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration testing was performed and the knife was found to be nonconforming. The ear width of the blade was measured and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A two year historical review was performed for cutting instruments with the report dull or blunt knife. This is the first file which confirms the reported issue. The two photos attached to the parent complaint were reviewed by the manufacturing site. The photos are similar showing the knife label and the reported product and lot information is confirmed. The exact root cause of the blunt tip reported by the customer could not be determined however, possible contributing factors related to the manufacturing process such as stamping tool misalignment or material void during the automated processing of the product or voltage applied during the electropolish process could not be conclusively ruled out. The investigation concluded the defect was an anomaly impacting only one sample and detection of the defect was missed during the 100% in-process scanning operation. An internal investigation has been completed to further evaluate the cause of blunt tips. The inspection procedure was reviewed and found to be adequate. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the defective, rounded tip exhibited on the returned opened sample, is removed from the lot and scrapped. A summary of the investigation, including a photo of the returned product, has been reviewed with the applicable production personnel to raise awareness of this issue. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been identified for the defect observed and no other similar complaints have been noted. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a knife was noted to be blunt without having touched anything else on the table. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.